Event description:
It was reported that a skin irritation causing a rash and blistering had occurred while wearing the pod longer than 48 hours. The patient has a history of dermatitis. Patient visited a dermatologist and was prescribed clobetasol propionate spray .05% to use prior to pod placement. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.